Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals the parts were received. The design is acceptable. Examination of the returned part shows the tip broken as noted and the surface is even and uniform and does not show any evidence of material or manufacturing issues. There is no indication that the breakage is related to the design. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid.

Event description:
It was reported that during a procedure for an ankle fracture, the tip of the screwdriver broke. The broken piece was retrieved and the surgeon used a manual screwdriver to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
(B)(4)

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Additional information was received on 11/8/2013 that the procedure was extended >14 and <30 minutes for device related reasons.